Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance with multiple cartridges. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. A supply change was performed to address the issue. Blood glucose level was not impacted.